Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the due to not following the pump's calculations for the bolus size, the customer often would over-bolus and the blood glucose (bg) level would drop (20-30s mg/dl). Glucagon would be used to address the low bg level. Tandem technical support advised the contact to discuss the event with a healthcare provider.